Event description:
Consumer called to report their meter is no longer reading accurately. Had a lab test done to confirm readings. Analysis run on clark error grid using lab reading (70) as reference point vs. Bd readings (112) yielded data points in the d range of the grid, outside acceptable limits.